Manufacturer narrative:
The device is expected to return for evaluation. It has not been received. Concomitant medical products: saline, unk MFR; nivolumab, unk MFR; herceptin, unk MFR; taxol, unk MFR; and unsp plum pump.

Event description:
The event involved a primary plumset that leaked through the filter during infusion of taxol, herceptin, nivolumab and saline. It was reported that the plum pump psi pressure was adjusted to 300psi for the infusion and did not alarm during use. It was reported that 25ml of the medication was spilled. There was no contact with the patient or healthcare provider. There was a report that the healthcare provider suffers sensitivity to the medication and a spill kit was not used for the event.

Manufacturer narrative:
The device was expected to return for evaluation. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The reported filter leak was not confirmed by investigation. A manufacturing record review was completed for lot 925775h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.